Event description:
Bovie pencil started smoking when yellow portion of pencil touch side of incision and the tip "arced". Or staff changed to 2nd bovie pencil which also smoked and arced. This pencil was removed from sterile field. The two pencils were the same brand, but different lot numbers. A 3rd pencil from a different lot was opened and performed appropriately.

Manufacturer narrative:
Several attempts have been made to contact the user facility in effort to collect the suspect device(s) and additional info pertaining to the reported event. Conmed electrosurgery will continue contact attempts. Any additional info gathered during our investigation(s) will be forwarded to the FDA.